Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8590-9, lot# n460930, implanted: (B)(6) 2015, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving duramorph via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, it was reported that the patient had a catheter and pump revision on (B)(6) 2015 to move the pump from her right side to the left because she was having gall bladder issues and needed surgery. Following surgery, it was noted that there were several leaks at connection points along the catheter and the patient was not getting any intrathecal therapy. No patient symptoms were reported. The patient was doing well on over the counter medications. The patient wanted to have the catheter and possibly the pump removed. The patient had found a physician that was willing to remove the catheter and aspirate the reservoir. The physician was planning to program the pump to minimum rate. Additional information was received from an hcp on (B)(6) 2015 and it was reported that the pump was moved because it was in the surgeon's way. The patient's gall bladder issues had not been resolved as she had no yet had surgery to remove the gall bladder. It was noted that the patient had psychiatric problems.